Event description:
The account alleged the brake pedal will lock but the brake casters move slowly. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster bushings on the brake mechanism block assembly to resolve the issue.